Event description:
It was reported that the patient was symptomatic with the inappropriately decreased heart rates and av dissociation due to the right atrial lead oversensing far field r waves (ffrwos). There was also inappropriately elevated diagnostics indicating atrial tachycardia/atrial fibrillation (at/af) and mode switch (mdsw). The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.